Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h6. Based on the results of the investigation, a definitive root cause of error code e226 (no image) could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no image displayed from the bronchovideoscope. The issue occurred during reprocessing. There were no reports of patient involvement.